Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Receiver download retrieved and attached was performed and passed. Functional testing were performed and passed. Perform log review and the ffa lab found no issues related to the customers complaint during the log review. An attempt to navigate through the rx main menu and sub-menus using the receiver's touch screen and power button were performed and passed. An attempt to download screen device information from rx unit was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The probable cause could not be determined post-investigation as the allegation was not found.